Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's ins battery depleted prematurely. No environmental, external, or patient factors contributed to the issue. It was stated that device follow up was done, and there had been no further intervention taken. There was no surgical intervention planned. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
Updated to reflect serious injury and product product problem. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient's ins was explanted and replaced with a rechargeable device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that there were no potential causes of premature depletion identified. The device was explanted (B)(6) 2019.